Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach resistance was encountered passing the commander delivery system and valve through the esheath. All devices were removed as a unit without issue. Upon removal one valve strut was observed to be bent. The esheath was observed to be damaged on the non-expandable portion. The devices were removed and another 26 mm sapien 3 ultra valve was successfully implanted. There were no patient injuries. Per medical opinion, the root cause of the event is unknown. The patient did not have any significant calcification or tortuosity. The patient was stable post procedure. Preliminary review of photo of the devices demonstrates puncture on the esheath strain relief.

Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery provided by the site found the patient had mild tortuosity at the access vessel, one strut was bent outward at the inflow approximately 120 degrees during and after the procedure, and puncture holes were seen on the sheath shaft strain relief. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the valve is visually inspected and tested several times. During manufacturing, the valve frame component was 100% inspected by both manufacturing and quality. Prior to final packaging 100 visual inspection of the valve was performed to ensure there was no damage. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for frame damaged during use was confirmed. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigation's did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach resistance was encountered passing the delivery system and valve through the sheath¿ and ¿upon removal one valve strut was observed to be bent.¿ additionally, per procedural imagery provided by the site, the patient¿s access vessels had present of tortuosity. The presence of tortuosity in the right access vessels can create a challenging pathway during delivery system advancement and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time.¿ it is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can then lead to the valve struts to catch and puncture the sheath shaft and result in the bent strut. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint was confirmed. No manufacturing non-conformance's were identified. No labeling/IFU/training inadequacies have been identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.